Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The health care professional (hcp) reported via the manufacturer representative that a lead revision was performed on (B)(6) 2015 because the patient wasn't getting symptom relief. The revised lead remained implanted and was still in service. The issue was resolved at the time of the report. The patient status was alive, no injury. The indication-for-use was unknown.